Manufacturer narrative:
The device was returned to olympus for evaluation and the following reportable malfunctions were identified: dirt in the objective unit; loose light guide connector with heavy stains; and light transmission failure. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. However, a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited dirt in objective unit, loose light guide connector with heavy stains, and the light transmission 7/14 failed. There was no patient involvement.